Event description:
It was reported that the marker deployed into the biopsy site, but the plastic guide sheared off into breast. The physician was able to remove the plastic piece. There were no pt consequences reported.

Manufacturer narrative:
Date sent: 12/10/2008. Info anticipated, but unavailable at this time.